Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a mentor memorygel breast implant 500cc and suffered from capsular contracture baker grade iii / IV on the right breast implant and capsular contracture baker grade ii on the left breast implant. As a result, the patient had undergone removal of the right breast implant and replacement with mentor memorygel breast implant 500cc on (B)(6) 2020. The left breast implant was removed on same date, replacement information is unknown. This medwatch is for the left breast implant.

Manufacturer narrative:
On jun 20, 2023, it was discovered that the serial number reported for this impacted product belongs to another patient. As a result, the serial number associated with this impacted product is unknown. If additional information is received regarding the correct serial number, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).